Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s). The sample was rerun on the same instrument and resulted lower. The sample was then recentrifuged and rerun a second time on the same instrument and the lower result was confirmed. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc specialist offered to perform troubleshooting, but the customer declined because all other positive troponin results obtained on the instrument that day had been confirmed positive. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.